Manufacturer narrative:
No additional information has been provided. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative pain. Review of manufacturing records could not be performed as the lot number was not provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported in summary: 2016 - patient underwent white line hernia repair with mesh implant. 2017 - ventration white line hernia recurrence. (B)(6) 2018 - patient underwent recurrent hernia repair with laparoscopic implant of ventralight st mesh. "This plate covers the umbilical and supra-umbilical region extensively, extending approximately 8cm beyond the supra-umbilical white line. This involves sectioning the round ligament with the coagulator hook and partial sectioning of the liver suspensory ligament. The plate is fixed at the 4 cardinal points with transparent prolene 2/0 stitches, using a reverdin spike. Once the plate is well spread out at the 4 cardinal points, 20 resorbable secure strap staples are placed over the entire surface without difficulty. Photo the omentum is positioned under the plate at the end of the procedure. Exsufflation of pneumoperitoneum after removal of trocars under visual control. Open laparoscopy port closed with 2 x-stitches of vicryl 0. Vicryl 2/0 hypodermic spikes." Post-op 2018 - follow-up pain center, pain relief patches (patch versatis, qutenza), analgesics (neurotin/tramadol). (B)(6) 2020 - persistent fetal pain in the right hypochondrium; abdominal-pelvic ultrasound showed two meshes of midline surgery, the first in the midline, with folds, and the second in the right hypochondrium, with pain on passage of the probe and contact with the liver capsule, possibly the cause of the patient's pain. There is no granuloma or edematous infiltration in contact with this surgical plate. No recurrence of midline hernia. Conclusion: two patches of midline surgery, the first in the midline, with folds, and the second in the right hypochondrium, with pain on passage of the probe and contact with the liver capsule, possibly the cause of the patient's pain. No abnormalities in the solid organs of the abdomen. An abdominopelvic CT scan could be performed for better topography of the hernia plaques. 2022 - MRI noted hnf lesions on liver, cyriax syndrome. (B)(6) 2024 - MRI noted recurrence of 3rd white line hernia, epigastric tumefaction hnf. Since the surgeries in 2016 and 2018, the patient is experiencing strong daily pain in the right hypochondrium nociceptive, neuropathic pain (discharges), daily intake of analgesics (tramadol/acupan), one physiotherapy session per week since 2023 (rehabilitation, softening of scars and relaxation of intercostal tissues).